Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to noise/oversensing in the primary sensing vector. Manual sensing configuration stimulating the movements which resulted in noise was performed. The device was programmed to the alternate sensing vector as the other two sensing vector showed noise. An x-ray was also performed. Technical services (ts) reviewed the device data and noted two inappropriate shocks due to t-wave oversensing with an r-wave which was low, as well as one inappropriate charge with no therapy delivery was seen. X-ray review by ts noted that the sense b sensing node was in a more lateral location horizontally placed, which may make it more susceptible to diaphragmatic myopotential activity. Ts noted that further comments on this cause required additional information to be provided and possible additional testing to be performed. This device remains implanted. No adverse patient effects were reported.